Event description:
Reporter alleged the blood glucose monitoring device was damaged by an electrical short. Reporter stated when checking the device base that it was damaged also. Reporter indicated no patient or staff was impacted by the alleged event. A request was made for the return of the suspect device and replacement was sent.